Event description:
Boston scientific received information that the associated cardiac resynchronization therapy-defibrillator (crt-d) inhibited right ventricular (rv) pacing during a routine implant procedure. The rv lead had been implanted and was pacing sufficiently. The left ventricular (lv) lead was then implanted and connected to the device, at which point, the rv lead ceased pacing. The local field representative (fr) indicated that the rv lead was disconnected, the terminal pins were cleaned and then re-inserted. The device and lead then began pacing as desired. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
As of today, no additional information is available and our investigation is complete as this time. Should additional information become available, this report will be updated.